Event description:
In 2003, customer reported that they have obtained an erroneously elevated accu tni result from the access 2 instrument. During co's investigation, the following was discovered: samples were run in duplicates. One of the two reps was determined to be erroneously elevated. According to the customer, these results were not reported.